Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and the screw migration could be confirmed.

Manufacturer narrative:
Patient ID and weight are unknown. Reported as approximately three week prior to revision date of (B)(6) 2015. Part manufacture date: 08april2015. Part expiration date: 2025february28. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 100mm ti tfna screw sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent titanium trochanteric fixation (tfna) implant due to left hip fracture approximately three (3) weeks ago. Patient underwent revision on (B)(6) 2015 due to the loosening of the set screw in the nail that locks it for dynamic collapse. The nail is 200% displaced from the shaft of the femur and just floating in the soft tissue anterior and medial to the acetabulum. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). (B)(4). A product development investigation was performed for the subject device (tfna screw part number 04.038.100s, lot number 7965918)). The subject device was returned with the complaint of the screw becoming displaced from the nail and migrating medially into the patient¿s pelvis. The subject screw shows signs of heavy wear on superior and inferior surfaces which interfaced with oblique proximal hole in tfna nail. Wear observed on lateral outer diameter as well as the lateral edge of the anti-rotation flat. The tfna system is intended to treat fractures of the proximal femur, but factors such as fracture pattern, bone quality, implant selection, etc. Can impact the outcome and union of the bone. After reviewing the submitted x-rays, the tfna screw used appears too long. This can be confirmed by the wear found on the screw. The additional length could interfere with the lateral soft tissue and cause undesired axial loan acting medially on the screw. Additionally, it appears that the nail diameter selected could have been too small for the patient¿s medullary canal. After speaking to the sales consultant on (B)(6) 2015, it was the largest short nail they had available. In this scenario, implanting a long nail would have given the additional stability of the construct. Ultimately it is up to the surgeon with their experience and expertise on which implant to use. Without attending the case, it is hard to determine the exact root cause of the tfna screw migrating medially. Based on the information provided, a definitive root cause could not be determined. No design issues were noted during the evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2015. It was reported that a patient fell and sustained a comminuted intertrochanteric femoral fracture and an avulsed lesser trochanter. The initial surgery procedure was an open reduction internal fixation (orif) which included the implantation of a trochanteric fixation - advanced (tfna) nail (short) and tfna screw (dynamic compression screw) on (B)(6) 2015. The patient reported severe pain post-operatively on (B)(6) 2015 and was unable to mobilize. The patient was taken to the emergency room on (B)(6) 2015 where it was discovered through x-rays that there was dissociation of the nail from the screw which was out of the femoral head and migrating medially to into the pelvis. An urgent CT scan was performed which did not reveal any obvious bladder or bowel injury with evidence of fresh bleeding indicating that the screw migration happened recently. Revision surgery was performed on (B)(6) 2015 and all previously implanted hardware was removed without difficulty. It was noted that the healing callus around the proximal femur and the femoral head and the fracture was still grossly unstable and the bone was soft. The patient was revised with a total hip replacement and bone graft.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.